Manufacturer narrative:
Evaluation by the vendor found the transducer to have a scratched lens allowing air ingress in the window due to an improper component assembly. The vendor has addressed this unique assembly error.

Manufacturer narrative:
S8-3t image quality degradation during clinical use at a critical time was previously evaluated per (B)(4) and was determined to be unacceptable. A medwatch report will be submitted for this image quality issue. No patient injury reported.

Event description:
Customer reported ie33 images of s8-3t has deteriorated during clinical use.